Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer and health care provider were adding a profile to the pump when a malfunction alarm occurred. The customer reported no impact to blood glucose level at the time of the event. However, the customer stated to be at the hospital for foot surgery and while in surgery blood glucose level dropped, the exact value was not provided. It was indicated that before the surgery the customer was on a high dose of steroids and the doctor had raise the basal rate to match. The customer stated to be on the pump for surgery and blood glucose level was stable before the surgery. During troubleshooting with tandem technical support, the malfunction alarm was cleared.